Manufacturer narrative:
(B)(4).

Event description:
An endurant evo stent graft was implanted in patient for endovascular treatment of a 6cm in diameter fusiform abdominal aortic aneurysm. The proximal neck was 25-24 mm in diameter and 70 mm in length. It was reported that a proximal type I endoleak was identified on a follow up CT scan done. An intervention was not performed. No clinical sequelae were reported and the patient is fine. Please note that this device, endurant evo, is not marketed in the united states; however, it is similar to the united states marketed device, endurant ii. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions